Event description:
It was reported that the fiber control knob connection to the fiber has been broken, allowing the control knob to spin freely on the fiber . The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no injury" - there was no injury to patient or staff reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits very mild devitrification at output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along length of fiber; the connector cone, segments, and tabs appear in good condition and secured; the fiber connector passed the signature verification fixture test; the control knob and connector are intact and secured; the control knob is attached and aligned with fiber, and can rotate the fiber. This event has been determined not to be an MDR reportable device malfunction probable root cause: based on the device analysis, the product complaint "handle broke off" could not be confirmed; there is no failure found with the returned product.

Event description:
Fiber usage: 115,721.